Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to noise. During a follow up the next day it was noted that the right ventricular (rv) lead pace impedances measurements were out of range and loss of capture was noted. No lead fracture was noted on x-ray. A revision procedure was scheduled later that afternoon and the rv lead was checked with a pacing system analyzer (psa) which showed good parameters, thus the old device was elected to be replaced. When connecting the old rv lead to the new device out of range pace impedance measurements persisted and loss of capture was noted. A lead was then also implanted with good measurements with the new device and psa. The old lead was surgically abandoned while the device will be returned. No additional adverse patient effects were reported.